Manufacturer narrative:
Received a notice from the manufacturer that a voluntary medwatch report (mw5108527) had been submitted to the FDA by a patient following their monalisa touch treatment performed in 2017. Patient reports intercourse is now painful and that they now have scar tissue in the vagina. Patient reported being prescribed creams, lidocaine and use of dilators which did not help. Cynosure reached out to the treating physician to gather additional information. Physician confirmed patient received four mlt treatments. Physician reported patient had a vaginal sling and treatment was delivered to posterior wall. The patient did not follow post treatment instructions including stretching, use of dilators, and topical estrace. Physician reported no abnormal physical findings at one year follow up, including no scar tissue. Physician provided parameters used to treat patient were within recommended range. There is no information available to believe the device malfunctioned. Patient did not follow post treatment instructions which may have resulted in increased pain. Cynosure is reporting this event out of an abundance of caution. If additional relevant data becomes available a follow up report will be submitted.

Event description:
Medwatch (mw5108527) reported that patient had permanent adverse effects post monalisa touch treatment.